Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique/patient made a mistake and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced a break in aseptic technique, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On an unreported date in (B)(6) 2011, the patient began remedial therapy with vancomycin (1 gm, stat, route not reported) and tazact (4.5 gm, twice daily, IV). The cause of the peritonitis was a break in aseptic technique, described as the patient made a mistake. It was not reported if the patient was retrained in aseptic technique. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of peritonitis was resolving. A statement of causality was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.